Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a clogged manifold unit and an out of standard flow rate. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the flow rate was out of the standard value due to a clogged manifold unit. The cause of the clogged manifold unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.